Manufacturer narrative:
MFR ref no.: (B)(4). The device in question was rec'd by baxter. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a device experienced a system error 1322. Any pt involvement, injury or medical intervention is unk.